Event description:
It was reported to philips that the device failed an ops check, however, the customer cannot duplicate the op check failure. The status log has autotest failures for the therapy pca. There was no reported patient involvement/adverse patient impact.